Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis (fa) team first reviewed system data and confirmed that an associated error had occurred on the reported date, but the failure could not be replicated. A visual inspection found no issues related to the reported problem. The e-200 was then installed on a known good system, where it powered on normally, passed system drive testing, and passed fixture testing. Based on these results, the unit was found to function as designed. Additionally, damage was observed on the front bezel, bottom monopolar port, neutral port, receptacle bezel, and chassis cover. A root cause could not be determined based on failure analysis as no problem was detected.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that the e-200 generator was not functioning, and they had restarted it twice. The user replaced the e-200 generator with a back-up generator to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.